Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01464, 2134265-2018-01466, 2134265-2018-01463. It was reported that the burr became stuck on the rotawire. During an ablation procedure, a 1.5mm rotaburr was used without problems. Then a 1.75mm rotalink¿ plus and a rotawire were prepared to be used. During the procedure, there was difficulty inserting the rotawire into the guidewire lumen, however, it was eventually inserted and an attempt to adjust the rotation speed was performed. However, the burr became stuck on the rotawire and it was unable to move forward or backward. Due to this issue, the burr was removed from the patient's body together with the rotawire. Then the physician used a new 1.75mm rotalink¿ plus and rotawire. However, after several ablations the burr became stuck on the rotawire, so the two devices were removed from the patient together as well. The procedure was ended after the second set of devices were removed from the patient. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: device was returned for analysis. Unit returned in a bio-hazard plastic bag with the related rotablator rotalink plus device. The wire was received inside of the burr catheter and was difficult to remove due to a kink in the shaft of the burr catheter, as part of overall visual revision. Visual inspection was performed. The wire was able to be removed from the burr catheter. The tip is slightly stretched and there are kinks along the body of the wire. Dimensional inspection was performed. Overall length could not be performed due to device condition. Outer diameter of distal tip, middle of the device and proximal section were within specification. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01464, 2134265-2018-01466, 2134265-2018-01463. It was reported that the burr became stuck on the rotawire. During an ablation procedure, a 1.5mm rotaburr was used without problems. Then a 1.75mm rotalink¿ plus and a rotawire were prepared to be used. During the procedure, there was difficulty inserting the rotawire into the guidewire lumen, however, it was eventually inserted and an attempt to adjust the rotation speed was performed. However, the burr became stuck on the rotawire and it was unable to move forward or backward. Due to this issue, the burr was removed from the patient's body together with the rotawire. Then the physician used a new 1.75mm rotalink¿ plus and rotawire. However, after several ablations the burr became stuck on the rotawire, so the two devices were removed from the patient together as well. The procedure was ended after the second set of devices were removed from the patient. No patient complications were reported and patient's status was good.